Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check the morning following implant, the right ventricular (rv) lead impedance was high and no capture was observed. A lead dislodgement was suspected and the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.